Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a cerebrospinal fluid leak. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly successfully activated. The recipient's device remains implanted. Due diligence in attempting to obtain additional information was unsuccessful. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced poor performance however, the issue was resolved with programming.